Manufacturer narrative:
On 11/29/2023 during device evaluation of the autopulse platform (sn (B)(6)), the platform failed functional testing upon powering up due to user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The root cause for the (ua) 45 error was due to the driveshaft not being at "home position." The error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the encoder driveshaft was difficult to rotate and exhibited binding and resistance. This might have caused difficulty for the user to pull up the lifeband completely prior to turning the device on. This was due to a drive train failure, possibly related to the age of the device. The autopulse platform was manufactured in 2015 and is 8 years old, past its expected service life of 5 years. Upon visual inspection, related to the error message, a cut autopulse lifeband was attached with the driveshaft. To correctly remove the lifeband, the driveshaft must be in the home position. The driveshaft issue likely prevented the user from pulling the lifeband straps completely up to reset the driveshaft. Therefore, the customer was unable to remove the lifeband and cut it. The autopulse platform failed initial functional testing due to the (ua) 45 error message displayed upon powering on. The drivetrain motor will be replaced to remedy the issue. Upon service completion, the console will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
**UDI related data quality updates only**.

Event description:
On 11/29/2023 during device evaluation of the autopulse platform (sn (B)(6)), the platform failed functional testing upon powering up due to user advisory (ua) 45 (not at "home" position after power-on/restart). No patient involvement.